Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
The report from the field indicated that the 2.5 x 28mm cypher stent failed to cross the intended target lesion. There was no reported pt injury. Upon receipt of the product, it was noted that the proximal stent struts were flared. There is no add'l info available regarding this event.